Manufacturer narrative:
Catheter model: 8709, serial #: (B)(4), implanted: (B)(6)-2003, explanted: unk.

Event description:
It was reported that a motor stall occurred due to MRI on 2011-(B)(6) and the pump was checked on 2011-(B)(4) and the recovery was noted then. Telemetry state from MRI was the issue. Patient did not experience withdrawal symptoms and the event was noted as resolved. Drug delivered via the pump was morphine.